Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a laparoscopic cholecystectomy procedure, the main lamp would not ignite, but the spare lamp worked on the visera elite xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned. And an evaluation was completed for it. During inspection, olympus confirmed, the reported event. The main lamp does not light up, due to a faulty power supply. Additionally, the power switch is noisy. However, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, the lamp did not light up most likely, due to a faulty power supply. The specific root cause of the faulty power supply could not be determined at this time. Olympus will continue to monitor field performance for this device.